Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017.

Event description:
Related manufacturer report #: 2017865-2023-42782 it was reported that the implantable cardioverter defibrillator (ICD) exhibited a battery performance alert. A procedure was scheduled to explant the ICD. Prior to the procedure, externalization was observed on the patient's right ventricular (rv) riata lead. The procedure was aborted and was to be performed at a later date in a different facility. The patient was stable.

Event description:
New information reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced the ICD.